Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: review of the pump history showed a two temp basal program manually set on (B)(6) 2016 from 20:26 to 22:26, and from 11:53 to 15:50. The pump was exercised for 24 hours with no self-setting temp basal programs occurring during this time. No hypersensitive keys were observed on the keypad. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. The complaint was not duplicated on investigation. Unrelated to the original compliant, the display screen was noted to be discolored.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2015 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with associated symptoms suggestive of hypoglycemia of confusion and unsteadiness while walking or standing. It was reported that the patient did not require the assistance of a third part, did not lose consciousness or have seizures and did not receive any treatment above or beyond the usual routine of diabetes care and management is association with this event. The reported alleged that the insulin pump set a temporary basal setting itself without user interaction with the pump. The insulin pump is being replaced due to patient insistence/lost confidence in the pump.